Manufacturer narrative:
The explanted ipg passed visual and performance tests done. The device works according to specifications.

Event description:
A report was received that the patient is experiencing discomfort at the pocket site. The physician relocated the patient's pocket site and replaced the ipg. The patient is doing well following the revision.

Event description:
A report was received that the patient is experiencing discomfort at the pocket site. The physician relocated the patient's pocket site and replaced the ipg. The patient is doing well following the revision.